Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) recorded some non-sustained episodes of ventricular tachycardia due to oversensed noise. This had occurred previously, and another ICD was explanted at that time and the noise was reported to have went away. When the noise later reoccurred, the physician though the cause must be related to a lead issue. The pocket was opened and the right ventricular transvenous defibrillation lead was found to have a fracture.